Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product showed the lens was received dry with no visible damage. The lens was re-hydrated in bss and both the width and length of the lens was re-measured and found to be within original design specifications. Medical review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted, as well as significant reduction of irido-corneal angles and pigment dispersion. The lens was exchanged for a shorter lens on (B)(6) 2015 and the problem was resolved. Patient's last known ucva was 20/25 as of (B)(6) 2015. Reference MFR report #2023826-2015-00488 for left eye (os).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Patient weight: unk. (B)(4). Evaluation, method: work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).